Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the gain and rad calibration was performed and the kv was increased of 10 to pass the calibration. The imaging system then passed the system checkout and was found to be fully functional. Device manufacture date was not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that after completing a sacroiliac and thoracolumbar procedure the site stated the 2d image on the mobile view station (mvs) was grainy. There was no delay to the procedure and no reported impact on patient outcome.